Manufacturer narrative:
Corrected data: report source: changed to consumer. Patient outcome code grid: added in "unspecified respiratory problem". Section b5 updated by adding the word "disease" in congruent with the customer complaint. The correct statement is, the manufacturer received information alleging lung disease, cancer and death. The rest of the statements in the previous report were correct.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer and death. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.